Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a burnt fuse box in inlet was noted. In addition, front panel blinking due to sticking, hard light guide connection due to wear, and normal optical filter surface burn were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the visera pro xenon light source has a connector error. During a standard service inspection of the customer returned device, a burnt fuse box in inlet was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be (B)(6) 2022. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿fuse box of the inlet was charred¿ but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device.